Event description:
It was reported that all components were explanted due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2018. D6b: explant date: 2018. Additional suspect medical device components involved in the event: model number/catalog number: ni. Serial number: ni. Batch/lot number: ni. Model/catalog description: ni. Unique identifier (UDI) #: ni. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.